Event description:
Rn reported ms 3 cadd pump is malfunctioning sn (B)(4). No other information was provided. Unknown if pump malfunctioned while wearing, did not cause any adverse event and has been replaced. Dates of use: from (B)(6) 2016 to ongoing.